Manufacturer narrative:
The hba1c reagent lot number was 887516. The expiration date was not provided. The provided calibration and qc data around the time of the event showed that they both were within acceptable ranges. And therefore, a general reagent issue can be excluded. The field service engineer (fse) found that the sample probe had a defect. He replaced the sample probe. The fse confirmed the instrument was performing within specifications. The service action replacing the sample probe resolved the issue. The cause of the event was due to a defective sample probe.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with hba1c on a cobas c 513 analyzer. Initial result: 6.8 %. The sample was repeated as the customer repeats all samples with initially elevated hba1c results when there is no available patient history. No erroneous result was reported outside the laboratory. Repeat result: 6.2 %. The repeat result was deemed to be correct.